Event description:
After initial profundaplasty surgery in 1999, the pt required further revascularization procedures, including left femoral-popliteal bypass with synthetic graft (ptfe), thrombectomy, and left fem-pop bypass, and on 6/4/1999, a left peroneal-dorsalis pedis bypass with allogenous vein. Pt had bleeding from the left groin site and ultimately developed an infection in the left groin. In 1999, all graft material was surgically removed from the left groin. The vascu-guard patch appeared to disinetrating and easily pulled away from the sutures while dissecting the tissue.